Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis. Upon visual examination the top case was noted to be chipped and cracked along with damage to the bottom case. The event history log was reviewed noting that there was a motor rate error. Flow test was performed; confirming complaint. Based on the evidence, the root cause of motor rate error is from normal wear as parts were over 10 years old.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a "motor rate error" during preventative maintenance.